Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the tunneling instrument. During a vp shunt procedure on (B)(6) 2018, the white part of the tip was noted to be missing. Attempts were made to find the white part inside the abdomen since it was felt that it could have been retained there. After the operation, the patient underwent an x-ray due to the malfunction. Another surgery was planned to retrieve the missing piece. Sometime over the new year holiday, the second procedure was performed and the broken part was retrieved and removed. It was reported that the patient was recovering from the surgery. Further details have been requested.

Manufacturer narrative:
Investigation: the investigation was carried our visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. The handle and the broken off tip of the traction fiber are missing. Additionally we made an optical examination of the tunneling tube. Here we detected a very strong curve and deformations. Furthermore we made a visual inspection of the plastic filament monofil of the traction fiber. Here we discovered a thread and a broken off end of the hose coupling. We made an optical examination of the fracture surface. Additionally we found a broken off end of the tip. We also made a visual inspection of the fracture surface as well. We detected crushing and deformation. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard, a material defect or production error can be excluded. No pores could be found on the point of ruptures. Investigations lead to the assumption that the very strong curving, broken off endings, and the crushing were caused by an improper handling. We cannot declare the strong curve of the tunneling tube, this condition is not the condition which was adapted to the patient's anatomy according to the instruction for use. The broken off ending of the hose coupling could have been caused due to a mechanical overload situation by pulling the inner line. There is the possibility that the broken off ending of the tip could have been caused due to bending caused by overload. Therefore the tip could have tilt and break off. The crushing and deformation of the plastic filament monofil could have been caused due to another instrument. No CAPA is necessary.